Event description:
It is reported that in 1996, the patient underwent total hip replacement. Post-op, in 2001, x-rays revealed loosening of the femoral stem. As a result, patient's hip was revised where the femoral stem was removed and replaced.